Event description:
It was reported that this implantable cardioverter defibrillator was explanted and replaced due to an unspecified product performance issue. This device is expected to be returned for analysis. No additional adverse patient effects were reported.